Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from italy underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube replacement. On (B)(6) 2017 during a gastroscopy a buried bumper syndrome was identified. On (B)(6) 2017 the patient had a surgical intervention to remove the peg. The treatment was suspended.